Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a black image when using angulation. The issue was found during a diagnostic bronchoscopy procedure that was completed with the same device without delay. There was no patient harm and patient was not under anesthesia.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following fields: h6. Correction on field: b5 and d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the report issue could not be determined. The event can be prevented by following the instructions for use which state:   important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.